Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to shock impedance measurements greater than 200 ohms. The connection was verified to be appropriate. Some damage was visible to the lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed, in three segments. The extraction stylet was returned stuck in the lead and most likely caused the cathode coils to be stretched. The defibrillation conductor cable was fractured at the yoke. Analysis concluded all the damage was a result of the explant procedure.